Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error 41622. Per reporter, there was no patient involvement or harm reported.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that issue was "the device had error 41622" and it was able to be duplicated. The investigation revealed that the pump displays the error code lec 41622 when starting. The cause of the reported issue was a defective mainboard and was resolved by replacement the mainboard. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.